Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly. Reportedly the pump battery depleted from 50% to 0% within 2 hours. The contact stated that it was unknown if the customer's blood glucose level was impacted. It was indicated that the customer would use manual injections as insulin therapy until the replacement pump was received.